Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. Tears are not axially aligned with the tip cover and measure 7.00 mm in length. There are no signs of thermal damage present at the end of any tears, as evidenced by charring/melting. The component is damaged, and there may be missing pieces/material, but the size of the missing pieces cannot be confirmed. The complaint was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that the tip cover was damaged during installation. The user continued with the procedure as planned. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the damage on the mcs tip cover was located on the clear side, and no arcing was observed during the procedure. The mcs tip cover accessory appeared to be properly installed, with no part of the orange surface visible after installation, and it was not installed beyond the orange surface. The installation tool was used, and no lubricant was applied to the mcs instrument prior to the tip cover installation. During the procedure, the instrument tips did collide with another instrument or tool.